Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed and pump stop event was confirmed through the analysis of the submitted log file; however, a specific cause for the low speed and pump stop event could not be conclusively determined through this investigation. The report of superficial damage to the patient¿s driveline was confirmed through the submitted image. Furthermore, although the report of low flow alarms was confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined. A direct relationship between the device and the reported gi bleeding could not be conclusively determined. It was reported that the patient nicked their driveline when cutting their ¿homemade anchor¿ off with scissors several months ago. A tear in the outer silicone jacket of the patient¿s driveline was confirmed through the provided image. It was later reported that the patient was admitted from (B)(6) 2020 to (B)(6) 2020 for gastrointestinal (gi) bleeding. Gi bleeding was confirmed by diagnosis of melena in the patient¿s stool eight times and hematemesis three times. Low flow alarms (with a flow of 2.4 lpm) were present at the outside hospital (osh) and resolved prior to the patient¿s arrival at the university of virginia (uva) medical center. The patient was treated with an infusion of blood products and IV proton pump inhibitor (ppi). The patient was discharged on oral (po) pantoprazole 20 mg daily. Po clopidogrel was stopped, and anticoagulation was maintained with acetylsalicylic acid (asa) and warfarin. An esophagogastroduodenoscopy (egd), performed on (B)(6) 2020, showed no evidence of bleeding. The patient was discharged with plan for colonoscopy as outpatient. During the patient¿s hospitalization, the patient had a pump stop when they were hooked up to the grounded cable. The account reported that this was likely due to a short to shield. The patient said that they only use batteries at home and had for years. The patient was switched to battery support. An ungrounded cable was connected without issues. The patient refused to have an external driveline repair. The submitted system controller log file captured low flow hazard alarms occurring on (B)(6) 2020 between 20:39:14 and 21:47:04 when the flow dropped below the 2.5 lpm low flow threshold. By (B)(6) 2020, the low flow hazard alarms had resolved. On (B)(6) 2020 at 17:20:11, the pump struggled to maintain its set speed. The speed dropped below the low speed limit, resulting in several pump stops. This low speed and pump stop event was accompanied by low speed hazard alarms, low flow hazard alarm, and a driveline disconnect alarm. This event occurred while the patient was supported by the power module. This low speed and pump stop event and the accompanied alarms appeared to be consistent with a potential driveline wire compromise. At 17: 31:12 on (B)(6) 2020, the patient switched to battery power and the pump resumed operation at its set speed for the remainder of the log file. No additional atypical alarms were captured for the remainder of the log file. Of note, the patient appeared to be operating on battery power multiple consecutive days. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. It was later reported that rescue tape had been applied to the driveline. The potential of a driveline repair was discussed again with the patient; however, the patient remained adamant that they did not wish to undergo a repair, knowing that the pump could stop and they could die. As of (B)(6) 2020, the plan was to keep the patient on an ungrounded cable. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including low flow alarms, as well as how to respond to each alarm condition. The hmii lvas IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii lvas patient handbook also provides a section on handling emergencies. The hmii lvas IFU states that changes in patient conditions can result in low flow, such as hypertension. Bleeding is listed in the hmii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's previously reported driveline fault with attempted repair with pump exchange from (B)(6) of 2016 was reported in related manufacturer's report number 2916596-2016-02461. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. The patient previously had a driveline fault with attempted repair and ended up getting a pump exchange in november of 2016. The patient reportedly was cutting her ¿homemade anchor¿ off with scissors several months ago and nicked the driveline. The patient says she only uses batteries at home and has for years. The patient is hospitalized for gi bleeding right now, and when the vad team hooked her to the grounded cable she had a pump stop, likely short to shield. The patient switched to batteries. The vad coordinator connected her with an ungrounded cable on (B)(6) 2020 without issues. The patient absolutely refuses to have an external driveline repair. It was noted that the patient is at times sleeping on battery power which is not recommended. The log file captured low flow events on (B)(6) 2020. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. Unrelated to the above, the log file captured pump stops on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. This issue appears to be a short to shield. Technical services stated that in the photo submitted there is a tear in the driveline outer jacket. Technical services requested to apply rescue tape to the tear. The vad team responded that they did apply rescue tape over the driveline. They discussed the potential of a repair again with the patient. However the patient does not want to undergo a repair. The vad team plans to keep the patient on an ungrounded cable. It was reported that the vad team called heartline and requested an ungrounded cable for the patient. It was reported that the admission for the patient was from (B)(6) 2020. Gi bleeding was confirmed by diagnosis of melena stool x 8 and hematemesis x 3. The low flow alarms (flow 2.4 lpm) was still present at previous clinic but resolved prior to arrival to transferred hospital. The patient was discharged with plan for colonoscopy as an outpatient.